Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown-opal spine implant/unknown lot number. Device is unknown when implanted. Explanted unknown. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a customer service representative that they were contacted by a nurse at an allergists office stating that a patient was possibly having a reaction to metal or plastic from a synthes spine implant that the patient has implanted. No additional information was available. This report is 1 of 1 for (B)(4).